Manufacturer narrative:
(B)(4). Method: the complaint device ojr418 optiflow junior 2 cannula was disposed by the healthcare facility was not returned to fisher & paykel healthcare (f&p) for investigation. Therefore, our investigation was based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photo revealed that one tube was broken from the swivel grip tube joint. The tube was stretched, and the filament edges were rough. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor in south africa on behalf of a healthcare facility has reported that an ojr418 optiflow junior 2 nasal cannula's tubing was broken at the swivel grip tube joint after 16 hours of patient use. There was no reported patient consequence.